Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, and the user was unable to proceed during fill tubing despite a restart, dry run, and full supply change with new consumables; this reflects a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was traced to the motor component consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.